Event description:
On october 11, 2009, the reporter contacted lifescan (lfs) alleging that pixels were missing from the lay patient's onetouch ultralink meter. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter said, the patient was unable to check his blood sugar because the top half of the display was blank. The reporter said the patient became shaky and sweaty afterward and had to decrease his insulin. The patient uses an insulin pump. The cca documented segments missing from the subject meter display. The patient's products were replaced. This complaint is reported because the reporter alleges he could not interpret results as the portion of the display was blank and the patient was unable to test his blood glucose and later had symptoms that can be associated with hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.